Event description:
The patient experienced a loss of stimulation sensation. Impedance checks suggested several electrode fractures. The lead was replaced. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
Out of range impedances, not otherwise specified. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. On 12/10/2008, the lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.